Manufacturer narrative:
Batch review performed on 04 august 2022: lot 156253: (B)(4) items manufactured and released on 02-mar-2016. Expiration date: 2021-02-17. No anomalies found related to the problem. To date, all the items of the same lot have been sold without any similar reported event during the period of review.

Event description:
Revision surgery at about 2 months post primary for stem potting. The stem potting reason is unknown. Stem, head, and liner revised successfully.